Event description:
New information on (B)(6) 2014 notes that noise was still present on the atrial lead. The device was currently programmed with tachy therapies off. The lead remained implanted.

Event description:
It was reported that the atrial lead exhibited noise. Several unsuccessful attempts to determine the source of the noise were made. The lead remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.